Event description:
Synthes (B)(4) reported that the pull reduction device broke during a proximal humerus procedure. The surgeon complained that there was play between the device and the jig. The tip of the push-pull device snapped as the arm was externally rotated to get better views of the screws in the proximal humerus. All fragments were retrieved. There was reportedly no harm to the patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.